Manufacturer narrative:
The insulin pump passed the self test, active current measurement and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. The test (B)(6) battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post reset ram crc alarm. The customer blood glucose level was 9 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.